Event description:
The manufacturer received information alleging a critical error condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was confirmed that the internal battery failed, internal battery not charging. The internal battery needs replaced. Device did not pass testing.